Event description:
Customer reported IV set leaking at the connection between the administration set and the extension set. The extension set was removed and the IV pole with the pump was moved closer to the pt. There was no pt harm and no medical intervention was required. Although requested, no add'l event or pt info provided by the user. Drug: nimbex 80mg/40ml in 60ml bd syringe.

Manufacturer narrative:
(B)(4). The affected product has been rec'd attached to a syringe with a label identifying pt and drug info. The investigation is pending. A f/u report will be submitted once the failure investigation has been completed.